Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer reported the alarms have caused them to be hospitalized. The customer reported they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was unknown at the time of admission. The customer stated, the cause of their hospitalization was from high blood pressure. Customer stated, they were wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for the no delivery alarms as they have already tried all remedies. The customer's blood glucose was 109 mg/dl at the time of the alarms. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.